Event description:
Packaging or opt-pro balloon opened for use in a balloon angioplasty procedure. Prior to removal from packaging, it was noticed upon close inspection that on the hub of the balloon appeared to be a foreign object, thought to be a hair or thread. Operator did not remove the opta-pro from its packaging and did not use the product on-pt, but kept it aside for collection and further inspection by cordis. The procedure was completed successfully with another opta-pro balloon - the pt was not harmed in any way. The product was new, and the product was stored per (IFU) instruction for use guidelines. The inner package was unsealed, and no other damages were noticed on the device or packaging.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.